Manufacturer narrative:
The technician replaced the CPR switch to repair the bed.

Event description:
Information received indicates the head section had an unintentional movement of the head down function. The head section would raise half way and then run back to the lowest position.